Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 5440430, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion to treat a lumbar disc herniation at l4-5. It was reported that the set screw crossthreaded during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.